Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
During servicing the philips authorized field service engineer (fse) determined the defib. Capacitor was defective. The device was not in use on a patient.